Event description:
It was reported that the slave cable was not working with the electrocardiogram on the programmer. It was further reported that neither the analyzer nor the radio frequency head were working. All were returned for service. The return paperwork indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the slave cable was not working with the electrocardiogram (ECG) on the programmer. The connector was loose on the circuit board. It was also noted that the keyboard was missing the 'h'. (B)(4): analysis found that the device failed telemetry testing due to the cable being out of electrical specification. It was also noted that the top lens cover was cracked. (B)(4): analysis found that the analyzer would not initialize.